Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue relates to known inherent device and/or procedural risks appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. At this moment, smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 was not deployed properly, resulting in t2 not staying anchored into the meniscus. T2 was removed from the patient using tweezers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: part of the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned. A partial suture was returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but attempts to stick at the tip before returning to the next position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). B5 updated.

Event description:
It was reported that during a meniscus repair surgery, t2 of the fast-fix 360 was not deployed properly, resulting in t2 not staying anchored into the meniscus. Both ts were removed from the patient using tweezers. The procedure was completed using a smith and nephew back up device. There was no surgical delay and no further complications were reported.